Event description:
It was reported that the patient had the implantable neurostimulator (ins) removed but still had the lead and electrodes in the brain. Her healthcare provider (hcp) would have to do another craniotomy to remove the lead and electrodes. MRI compatibility guidelines were requested. The area to be scanned was the head/brain. The patient¿s current hcp couldn¿t do a procedure if they didn¿t know where the leads were located and needed to know if there were any metals. The hcp was trying to do transcranial direct current stimulation (tdcs) and also wanted to do a head MRI. It was noted when her ins was taken out, her procedure didn¿t work and the ins was removed so that the patient could get an MRI of her ankle. They wanted to make sure it would be safe that the hcp removed the lead from the ins going up into the neck. In order to remove the remaining components in her brain it would require a craniotomy, something that she didn¿t want to through again. The patient had had several wrist and ankle mris since the ins was removed, and had had no problems or issues from the mris. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).